Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having some low blood glucose since he has been hospitalized for non-diabetes related issues, they have to treat him. The blood glucose at time of call was 122mg/dl. The customer stated that the medications give for his chest pains and kidneys maybe affecting his blood glucose and adjustments to the insulin pump may need to be made. The caller stated that the device is working properly and needs assistance with changing his settings. Recommended the customer to contact his doctor regarding the changes. No further information was provided.